Event description:
Received info stating customer received multiple occlusion alarms. The customer's blood glucose level was impacted. Reportedly, the customer is using apidra insulin.

Manufacturer narrative:
No product returning for eval. Attempts were made to obtain all available info. Should new info become available, a f/u MDR will be submitted. Use of apidra insulin is contraindicated for the t:slim cartridge.